Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white threading observed in multiple syringes. Reportedly, this caused the customer to experience resistance while filling the cartridge with insulin. Customer was able to fill another cartridge successfully. There was no reported impact to the customer's blood glucose level.